Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device had a power on reset (por). Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis; however, performance data was received and analyzed. The analyst noted that partial power on reset (por) parameters occurred as a critical ram parity error was logged on (B)(4) 2012. The severity of the por was considered low as the device should have been able to recover fully after the reset. Concomitant product: 5076 implantable pacing lead: (B)(6) 2006. (B)(4).